Event description:
It was reported that the camera head was no longer working and had no contact. The intended procedure was transurethral resection of bladder and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1- facility address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was no longer working and had no contact. The intended procedure was transurethral resection of bladder and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera was not working, no contact due to a faulty charge-coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.